Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (check therapy pad messages) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn, causing the check therapy pad messages. Additionally, the grommet of the cable connecting the dn to ECG c was pulled from the dn. The root cause of the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cables. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's device was alarming continuously. The patient received a replacement electrode belt.